Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient was charging and her stimulator stopped. The patient saw power on reset (por) error code. Therapy had stopped due to power on reset (por) the patient also saw por on her recharger. Product service specialist (pss) reviewed how to clear por with patient programmer. Por was successfully cleared. The patient turned therapy back on. The patient stated that the therapy was adequate. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the circumstances that led to the patient's stimulator stopping working was they were in a sitting position charging and their device just stopped working. First time in 5 years. The patient's weight was (b(6) lbs.at the time of the event. No further information reported.